Event description:
The customer reported via phone call that she had issues with the infusion sets and reservoirs. Customer's blood glucose level was 546 mg/dl, then 420 mg/dl, and then 508 mg/dl. She reverted to a backup insulin pump and took a manual injection to bring her blood glucose down. The customer was hospitalized in the past. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.